Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general discomfort, hip discomfort, foggy feeling in head, dysgeusia, rash macular, adenomyosis, benign fallopian tube neoplasm, paratubal cyst and endometriosis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash ("other (list): rashes"), headache ("headache"), menstrual disorder ("large clots"), tooth fracture ("chipped teeth"), fatigue ("fatigue"), peripheral swelling ("swelling feet"), lacrimation increased ("watery eyes") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia, urinary tract disorder, allergy to metals, genital haemorrhage, autoimmune disorder, headache, menstrual disorder, tooth fracture, fatigue, peripheral swelling, lacrimation increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, back pain, fatigue, genital haemorrhage, headache, lacrimation increased, menstrual disorder, pelvic pain, peripheral swelling, rash, tooth fracture and urinary tract disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general discomfort, hip discomfort, foggy feeling in head, dysgeusia, rash macular, adenomyosis, benign fallopian tube neoplasm, paratubal cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash ("other (list): rashes"), headache ("headache"), menstrual disorder ("large clots"), tooth fracture ("chipped teeth"), fatigue ("fatigue"), peripheral swelling ("swelling feet"), lacrimation increased ("watery eyes") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, arthralgia, urinary tract disorder, allergy to metals, genital haemorrhage, autoimmune disorder, headache, menstrual disorder, tooth fracture, fatigue, peripheral swelling, lacrimation increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune disorder, back pain, fatigue, genital haemorrhage, headache, lacrimation increased, menstrual disorder, pelvic pain, peripheral swelling, rash, tooth fracture and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.